Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance. The rv threshold had also increased at the same time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).